Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient and the arterial pressure could not measure from iab's optical sensor. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. One kink was observed on the inner lumen within the membrane approximately 2cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient and the arterial pressure could not measure from iab's optical sensor. The iab was replaced to continue therapy. There was no patient injury reported.